Manufacturer narrative:
Investigation summary: bd received one customer photo of an unopened pbbcs device in its original package as well as 5 unused physical samples that were received from the customer for review and analysis. The photo and samples were evaluated and do not confirm the reported issue of a retraction failure as the photo only shows an unused device in its packaging. In addition, all 5 samples were functionally tested with no issues being identified. Bd was unable to confirm/duplicate the customer¿s reported failure mode with the customer photo and samples tested. Based on a review of batch records, no root cause from manufacturing was identified as a contributor. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® push button blood collection set the safety shield failed, and a needle stick occurred post use. The following information was provided by the initial reporter. The customer stated: it was reported that there was a needle stick injury due to failure of the protection mechanism. Per email: we have another needle stick injury happening on the weekend due to the failure of the protection mechanism. It is the bd vacutainer push button blood collection set. Additional information received 4/23/2021: when did the incident occur? On (B)(6). Was it before or after use? After use. Was there any exposure testing done? Yes, hiv & hepatitis. Can you explain in more detail the failure of the protection mechanism, did the need fail to retract? Fail to retract.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: jka. Common device name: blood specimen collection device. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set the safety shield failed, and a needle stick occurred post use. The following information was provided by the initial reporter. The customer stated: it was reported that there was a needle stick injury due to failure of the protection mechanism. Per email: we have another needle stick injury happening on the weekend due to the failure of the protection mechanism. It is the bd vacutainer push button blood collection set. Additional information received 4/23/2021: when did the incident occur? (B)(6). Was it before or after use? After use. Was there any exposure testing done? Yes, (B)(6). Can you explain in more detail the failure of the protection mechanism, did the need fail to retract? Fail to retract.